Event description:
It was reported that the user experienced prolonged hyperglycemia after a supply change, with the ilet delivering large correction doses overnight and through the day, leading to rapid depletion of insulin on board and persistent elevated glucose until levels trended down after continued monitoring and education. Symptoms included hyperglycemia without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no need for assistance, and resolution with troubleshooting and education. Investigation included review of pump history and glucose trends with user coaching on supply change, correction behavior, and continued monitoring. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.